Manufacturer narrative:
During visual inspection, the main coil was found severely tangled, stretched and kinked/bent. The suture of the coil and the main coil junction were broken. Functional testing could not be performed since the main coil was not returned. In case of this complaint, the main coil was tangled, kinked/bent and stretched (suture was damage) and this may have caused friction in the introducer sheath which would have caused friction in the catheter; therefore, an assignable cause of procedural factor was assigned to the as analyzed issue main coil broken/fractured inside patient, since the analyzed issue appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the direction for use (dfu), but performance was limited due to procedural or anatomical factors during use.

Event description:
Analysis of the returned device found that the coil was broken/fractured. There were no clinical consequences to the patient reported as a result of this event.